Event description:
It was reported that the pacemaker system was explanted due to infection. The patient remained in good condition post procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference reports: mw5160251, mw5160252.